Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that resistance and difficulty with infusion were noticed during setup. The issue was resolved by replacing it with a new one. The event happened in the hospital under the supervision of a health professional. The outcome was resolved, and no medical intervention was required. There was no reported patient harm.

Manufacturer narrative:
H3: one used product and one video were received for analysis. The video showed difficulty in priming the infuscate line. No abnormalities were observed during visual inspection. Functional testing was performed where the infusate fluid path was primed using an ICU medical provided syringe. The infusate path was primed with significant difficulty. The flow of fluid was observed to be partially occluded at the top clear y-adaptor. The upper infusate tubing was severed and a solvent clump was observed within the tubing. The customer issue was confirmed, and the probable cause was found to be due to an excess solvent application during manufacturing.